Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER, hypotensive and dizzy. Elevated capture threshold and low impedance were noted due to lead dislodgement. Lead repositioning was performed with no complications. At a later date the patient presented in the ER after an inappropriate shock. Lead repositioning was again performed. The patient has twiddlers syndrome. The patient was discharged in stable condition.